Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that fibrous string-like material came out when injecting the healon into the eye. The material was aspirated during irrigation/aspiration (I/a); therefore, no treatment was required. The patient has no issue. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The retained sample was visually inspected .35 samples has been investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.